Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting a low out of range shocking impedance measurement less than 20 ohms. A boston scientific crm technical services consultant reviewed the most recent lead data which indicated the shocking impedances were in range at 58 and 52 ohms the following two days. The shock impedance has been stable since implant and historically ranges between the low 50's to the low 60's. Recommendations were made to try to recreate the low impedance reading by performing isometrics and pocket manioulation. It was also discussd that a max energy shock could be delivered to test the integrity of the system. The last delivered shock was at implant which had a normal impedance of 47 ohms. The local area sales representative planned to discuss the available options with the physician.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the physician was aware and planned to bring the patient in for defibrillation threshold testing (dft). No additional intervention or troubleshooting has been performed at this time. If additional information becomes available, the event will be updated.